Manufacturer narrative:
Follow-up #1: date of submission 11-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: the pump's black box showed evidence of call service 064 alarms. The pump was exercised for 24 hours with no alarms duplicated. There was no evidence of damage to the internal components of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.